Event description:
I had the lt cage procedure with pedicle screws and infuse bone graft on l5-s1. Immediately after surgery and for the next 5 days my pain was intolerable. I am soon to try to get a new scan because I am still on pain medication every day and have been unable to continue my work. I believe there is add'l bone growth and my next plan will have to be a revision. I believe too many pts are having to have revisions, so to be on the safe side, this product should be banned until further review. Reason for use: herniated disk from accidental fall.